Event description:
It was reported that a cadd solis pump would not fit the customer's desired flow rate. The pump's flow rate caused blood to be pulled back into a user, and blood clotted off one time. There was patient involvement, and no adverse event reported. The date of the event is unknown. The list number and serial number is unknown.

Manufacturer narrative:
D4, g4, and h4 unknown, no product number or serial has been provided. B3: date of event is unknown, no information has been provided to date. Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.